Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted on (B)(6) 2019 due to suspected infection that was later confirmed through physical observation. No further adverse effects were reported.